Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2025 during an infusion of vancomycin, the clinician went to assess patient and noted the "unit was off". Clinician states it appeared the pump may have accidently been turned off. The following day, on (B)(6) 2025 at 12:30 pm, vancomycin was programmed to run over an hour on the same patient, however finished within fifteen (15) minutes. In both events, the patient was not harmed. The patient maintained being playful with no redness or blanching and stable vital signs.

Manufacturer narrative:
Omit: report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint of the unit shutting down was identified during the investigation. It was confirmed through the logs that the "channel off" key was pressed by the user on (B)(6) 2025, at 6:40 pm. However, the root cause of the reported issue of an over infusion of vancomycin was not identified during the investigation. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs below show the events from the last infusion performed on (B)(6) 2025, at 6:31 pm until the pump module was powered off on (B)(6) 2025, at 12:49 pm. On (B)(6) 2025, the suspect pump module s/n (B)(6) was connected to the pcu s/n (B)(6) and began an infusion at 6:31 pm with a rate of 30ml/hr and a vtbi of 30ml. There were fluid side occlusion and air-in-line alarms, with restarts and pauses in the infusion. The infusion stopped at 6:40 pm when the channel off key was pressed. On (B)(6) 2025, the first remote IV was received at 12:01 am with a rate of 30ml/hr and a vtbi of 30ml, and infusions were performed with similar alarms and pauses. The infusion stopped at 12:57 am when the channel off key was pressed. The last infusion started at 12:39 pm and stopped at 12:49 pm due to an air-in-line alarm. The unit was removed at 12:58 pm, with a total volume infused of 254.922ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the unit shutting down was identified during the investigation. It was confirmed through the logs that the "channel off" key was pressed by the user on (B)(6) 2025, at 6:40 pm. However, the root cause of the reported issue on (B)(6) 2025, of an over infusion of vancomycin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported on (B)(6) 2025 during an infusion of vancomycin, the clinician went to assess patient and noted the "unit was off". Clinician states it appeared the pump may have accidently been turned off. The following day, on (B)(6) 2025 at 12:30 pm, vancomycin was programmed to run over an hour on the same patient, however finished within fifteen (15) minutes. In both events, the patient was not harmed. The patient maintained being playful with no redness or blanching and stable vital signs.